Event description:
This is an olympus demo asset. There is no patient involvement. Upon inspection of the device, it was observed that the forceps elevator had foreign material. The device nozzle was also found to have foreign material. This medwatch is being submitted for the presence of foreign material in forceps elevator and nozzle as observed during device inspection.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had foreign material. The device nozzle was also found to have foreign material. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device are: distal end rubber coating (a-rubber) is dirty; connecting tube, video connector case, suction (s) s-cover have a scratch; s-cylinder is shaved; due to wear of angle wire, bending angle in all directions does not meet the standard value; and due to wear of angle wire, the play of up/down and right/left knob is out of the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a yellowish foreign material was adhered to the forceps elevator and a brown foreign material to the nozzle, however, the specific material could not be identified. The cause for the material remaining on the device could not be specified. The following information was provided regarding the user's handling of the device; it was unknown if the device had been used on a patient or if the customer follows the reprocessing steps in the instructions for use (IFU) as this was not a customer asset, there was no delay in precleaning after the procedure (it was performed within an hour), the air/water channel was flushed appropriately with water/air using a mh-948, the forceps elevator was raised and lowered three times in water during aspiration, the forceps elevator was brushed with either a channel-opening brush or maj-1888 and operated in the detergent solution, and the distal end was flushed with a maj-2319. The instructions for use (IFU) state: reprocessing manual- "if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.